Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had an infection at ipg site. Symptoms were redness and swelling. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that the infection was neither device or procedure related. It was not known what caused the infection, however, the physician noted constant seepage and believed that it had something to do with the patient's ability to heal. The patient was prescribed antibiotics and underwent a revision procedure wherein the ipg was replaced and relocated. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at ipg site. Symptoms were redness and swelling. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.